Event description:
A malfunction alarm labeled as malf 1 was reported, and it was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer's pump, which was within warranty, required a replacement as the malfunction code was not resettable. Technical support sent a replacement pump and provided instructions on returning the problematic pump to tandem. The customer was informed about the steps to follow and acknowledged the instructions, although they did not have a backup therapy available and planned to contact their healthcare provider.